Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.na.

Event description:
It was reported that this was an arteriotomy closure of the moderately to heavily calcified right common femoral artery using a prostyle after a peripheral angioplasty interventional procedure with a 6f sheath. Reportedly a cuff miss [suture retrieval issue] occurred. Another prostyle was used and the same occurred. During removal of the 2nd prostyle, resistance was felt. On removal, it was noted that a foot break occurred. Manual suturing and surgical cut-down was used to remove the separated foot and achieve hemostasis. Hospitalization was prolonged due to the second prostyle and a clinically significant delay was reported. No additional information was provided.